Event description:
Prior to a successful endometrial ablation done approximately (B)(6) 2012 (exact date unknown) the physician performed a dilation and curettage (d and c), hysteroscopy (hysteroscope not a hologic device) and an endometrial biopsy (emb). The patient was discharged home. Two days later, the patient complained of "pelvic pain and a fever [of] 103 [degrees fahrenheit]". The patient went to the emergency room (ER) and was placed on broad spectrum antibiotics. Blood cultures grew group b streptococcus (gbs). The patient completed a two week course of intravenous (IV) antibiotics (name and dose unknown). On (B)(6) 2012, it was reported the patient was seen recently and is "fine now without any symptoms".

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. The device is not being returned; therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. According to the instructions for use (IFU) other adverse events: the following adverse event could occur or have been reported in association with the use of the novasure system: infection or sepsis. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. (B)(4).